Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot 4kr824 is invalid. Please clarify the lot involved.

Event description:
It was reported that the patient underwent a dental surgery on (B)(6) 2019 and suture was used. During the procedure, the thread pulled off from the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please clarify the lot involved. The lot number is mkr824.